Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage keypad trace. The device was received with normal operating currents. No unexpected battery out limit, bad battery, weak battery alarm or battery icon anomaly noted. Pump received with cracked display window corner, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was performed. The device was returned for analysis.